Event description:
It was reported to philips that the device's wired footswitch pedals were sticking, and failing to trigger fluoroscopy or cine. The device was in clinical use at the time of reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the planned neurovascular treatment was completed as planned with wireless footswitch. It was reported that the device's wired footswitch pedals were sticking and failing to trigger fluoroscopy or cine. Upon further inspection, philips field service engineer (fse) visited onsite and confirmed that the wired footswitch was defective and x-ray indicators light live images screen were off. Fse replaced the wired footswitch. After the replacement of wired footswitch, the system was returned to use in good working order. The codes were updated based on the investigation outcome.